Event description:
The customer reported the trocar became stuck during cases. Forceps were used to aid in the process, but still proved to be rather difficulty to remove instruments without a struggle. No patient injury reported for these events. This report for one patient; for additional patient see mfg. Report # 2028159-2008-00242.

Manufacturer narrative:
The customer sent samples in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.